Event description:
Following an unrelated device exchange, loss of capture was observed on the left ventricular (lv) lead. X-ray was performed which confirmed lead dislodgment. The lead was de-activated and the patient was stable.